Event description:
The customer's mother reported via phone call that the customer noticed an air bubble in the reservoir during his basketball tournament. Customer resolved the issue by changing out the reservoir. Customer was advised to keep the insulin at room temperature before filling the reservoir to avoid the insulin gassing out as it warms up and creates air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-15183.